Manufacturer narrative:
100ml hospira bag ndc 61553-112-52 lot number 70-047-jt exp 1 oct 2018 fentanyl citrate. The customer¿s report of a fentanyl overinfusion was neither confirmed nor replicated. The pcu event log shows that at 6:03 am on (B)(6) 2017 the pump module was programmed to infuse fentanyl 1000mcg in 100ml at a dose of 25mcg/hr (rate 2.5ml/hr) with a vtbi of 85ml. At 6:04 am, the user programmed and started a rapid bolus of 25mcg. At 6:05 am, the bolus completed and the device transitioned to the primary infusion. At 6:40 am, the device alarmed for flo stop open for 2 seconds. The door was then opened and closed 3 times and the infusion was restarted. At 6:41 am, the device alarmed for check IV set, was restarted, and a few seconds later alarmed for check IV set again. The user then paused the infusion and removed the module from the system. The volume recorded as being infused during this period was 4.029ml. Functional testing performed found the pump module to be delivering fluid within specification. There were no anomalies observed with the returned primary set and there were no leaks observed during testing. Visual inspection of the pump module found an indentation in the membrane frame near the area of a missing rivet. The root cause of the reported fentanyl overinfusion was not identified.

Event description:
The customer reported that a ventilator dependent patient in trauma ICU was receiving a fentanyl infusion (100 ml bag, concentration 10 mcg/ml). The rate was expected to be 2.5 to 3mcg/hr according to the event logs, and according to the user, approximately 85 ml infused faster than expected. The patient experienced a transient blood pressure drop, which stabilized over time, and no other patient effects were reported. The user also stated that when opening the pump module door after the event, the tubing "popped out" indicating to biomed that increased pressure behind the door was present.

Manufacturer narrative:
Concomitant medical products: 100 ml hospira bag (B)(4) lot number 70-047-jt exp 1 oct 2018 fentanyl citrate. The customer¿s report of a fentanyl overinfusion was neither confirmed nor replicated. The pcu event log shows that at 6:03 am on (B)(6) 2017 the pump module was programmed to infuse fentanyl 1000 mcg in 100 ml at a dose of 25 mcg/hr (rate 2.5 ml/hr) with a vtbi of 85 ml. At 6:04 am, the user programmed and started a rapid bolus of 25 mcg. At 6:05 am, the bolus completed and the device transitioned to the primary infusion. At 6:40 am, the device alarmed for flo stop open for 2 seconds. The door was then opened and closed 3 times and the infusion was restarted. At 6:41 am, the device alarmed for check IV set, was restarted, and a few seconds later alarmed for check IV set again. The user then paused the infusion and removed the module from the system. The volume recorded as being infused during this period was 4.029 ml. Functional testing performed found the pump module to be delivering fluid within specification. There were no anomalies observed with the returned primary set and there were no leaks observed during testing. Visual inspection of the pump module found an indentation in the membrane frame near the area of a missing rivet. The root cause of the reported fentanyl overinfusion was not identified.

Event description:
The customer reported that a ventilator dependent patient in trauma ICU was receiving a fentanyl infusion (100 ml bag, concentration 10 mcg/ml). The rate was expected to be 2.5 to 3 mcg/hr according to the event logs, and according to the user, approximately 85 ml infused faster than expected. The patient experienced a transient blood pressure drop, which stabilized over time, and no other patient effects were reported. The user also stated that when opening the pump module door after the event, the tubing "popped out" indicating to biomed that increased pressure behind the door was present.